Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode; however, there was no conclusive evidence of a specific cause. Please see the nature of incident field for more information regarding the specific circumstances of this event.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had received an inappropriate shock in the past while brushing their teeth. The s-ICD was reprogrammed from the primary to the secondary vector at the time, and now the s-ICD is exhibiting untreated episodes due to oversensing of high amplitude non-physiological noise in the primary vector. Testing of the system was unable to reproduce such conditions, so sense b node noise cannot be ruled out, despite high amplitude artifacts. Troubleshooting options are currently being discussed with the field and the s-ICD remains in service. No adverse patient effects were reported.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had received an inappropriate shock in the past while brushing their teeth. The s-ICD was reprogrammed from the primary to the secondary vector at the time, and now the s-ICD is exhibiting untreated episodes due to oversensing of high amplitude non-physiological noise in the primary vector. Testing of the system was unable to reproduce such conditions, so sense b node noise cannot be ruled out, despite high amplitude artifacts. Troubleshooting options are currently being discussed with the field and the s-ICD remains in service. No adverse patient effects were reported.